Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 20 mg/ml infumorph (morphine) at 9 mg/ml. It was reported that during a pain pump replacement procedure the catheter was accidentally dissected with a bovie. The doctor stated, ¿the ascenda catheter seems to be friable with any electrocautery use near it compared to the old legacy catheter. The catheter was severed during the procedure. I have concerns about the catheter integrity.¿ the doctor had to then dissect the pocket further in order to expose more catheter to place the 8784 revision kit catheter to. The dissected catheter was discarded during the procedure. The issue was resolved at the time of the report.